Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During tha surgery, the head of the handle was broken out.

Event description:
During tha surgery, the head of the handle was broken out.

Manufacturer narrative:
Additional information has been provided in the following sections: lot #; returned to manufacturer on, device evaluated by mfg; manufacturing date corrected information has been provided in the following sections: date of implant should be blank as this device is an instrument. An event regarding alleged "damage" involving a universal impactor/positioner was reported. The event was confirmed. Method & results: -device evaluation and results: examination of the returned device with material analysis engineer indicated "discoloration observed on the device consistent with loctite. The pellet (p/n: 9000-0-132) showed signs of damage. The returned device went through a sterile wash and autoclave, potentially removing evidence of adhesive on the device." -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other similar events reported for this lot. Conclusions: the investigation concluded that the device was returned in fractured condition showing the disassociated striker plate. Examination of the returned device with material analysis engineer indicated "discoloration observed on the device consistent with loctite. The pellet (p/n: 9000-0-132) showed signs of damage. The returned device went through a sterile wash and autoclave, potentially removing evidence of adhesive on the device." No further investigation can be carried out at this point of time. If additional information are received, this investigation will be reopened and re-evaluated.